Event description:
It was reported that during a follow up in clinic, high pacing impedance was noted on the left ventricle (lv) lead. The physician suspected a conductor fracture; however, diagnostic imaging was not performed. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.